Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Implant was not placed all the way into the site. When the dr tried to take the implant out, the lines on the implant were bent. Dr has elected to replace the implant.